Manufacturer narrative:
The service engineer replaced the solenoid valves, reaction cells, halogen lamp, sample probe, and reagent probe. The gear pump pressure, rinse levels, and diaphragm were adjusted. Calibration and qc were completed within specification. The customer did not have any further issues after the service actions.

Manufacturer narrative:
The vanc3 reagent expiration date is ((B)(6)2020. The customer replaced the sample probe which resolved the issue.

Manufacturer narrative:
Internal quality control results were acceptable on the day of the event. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a low vanc3 vancomycin result for 1 patient tested on a cobas 4000 c (311) stand alone system and compared to an abbott architect. The initial vanc3 result from the cobas c311 was less than 4 ug/ml. The patient sample was sent to an outside laboratory which resulted in a vancomycin result of 22.2 ug/ml from an abbott architect. The patient sample was tested again on the cobas c311 which resulted in a vanc3 result of 18 ug/ml. The initial questionable result was reported outside of the laboratory. The abbott architect result was deemed correct. The vanc3 reagent lot was 389181 with an expiration date that was requested but not provided.